Event description:
Boston scientific received information that this right atrial lead was dislodged. This event was confirmed on chest x-ray. Before the lead revision, the device was checked and it was found that this lead exhibited high pacing threshold with 3.2 volts @ 0.9 milliseconds. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. In addition coagulated blood was found within the inner coil. Further inspection of the lead demonstrated cuttings in the insulation which occurred most likely in the course of the explantation procedure. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the explantation procedure while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.